Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned or was destroyed. Further investigation not possible without device. Event included in monitoring systems.

Event description:
It was reported at the implant attempt that there was ventricular oversensing which was confirmed when suturing the pocket. Noise was found on the egm as well as blood ingress in the connector. The device was not used. No patient complications have been reported as a result of this event.